Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4): evaluation: conclusions - (no conclusion can be drawn): based on the complaint history, a specific root cause of this event could not be determined. Lens remains implanted.

Event description:
The reporter stated the surgeon implanted a aa4203tl silicone single piece lens with toric optic. After implantation of the lens, white spots were present on the lens optic. The lens remains implanted and the patient is seeing well. There are no issues with the patient or with the physician. No patient information or lens serial number were available.